Event description:
A customer contacted baxter to report that some cracks were noted on the light blue main body of the transfer set after 3 months of use. There was no disinfectant used on the set by patient or doctor. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and cap on patient connector in reference to leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set functionally hand tightened to a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that one of the occluder feet was broken and other one contained cracks. The complaint was confirmed in the lab for leak. In this case the plant evaluation cited no visible signs of overtorquing and complaint text indicates there was no incorrect reagent usage. Accordingly the root cause of this problem is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.